Manufacturer narrative:
Investigation findings: items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions: exercise care in handling the sofia 88 catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia 88 catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities, or other devices may damage the sofia 88 catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia 88 catheter to prevent thrombus formation. If removed from the patient, the hydrophilic coating on the sofia 88 catheter should be hydrated with heparinized saline. Do not allow the coating to dry as this may impact the coating safety and performance. Avoid wiping the device with dry gauze as this may damage the device coating. Avoid excessive wiping of the coated device. Delivery of the sofia 88 catheter 5. Go to step 6 or 7, depending on the situation described below and choose appropriate devices for navigation of the sofia 88 catheter. Refer to the compatibility section for compatible devices. 6. Navigation through the vasculature, except for the intracranial vasculature c. Carefully insert the sofia 88 catheter and the compatible catheter with guidewire through a hemostatic valve of the femoral sheath. If necessary, use the introducer sheath provided in the package to facilitate with the introduction. E. Under fluoroscopic guidance, advance or withdraw the sofia 88 catheter over the compatible catheter with guidewire until desired position is attained or before the intracranial position is achieved. Select vessels by slowly torquing the sofia 88 catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia 88 catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, compatible catheter, and guidewire) if the device is severely kinked. Warning: do not use automated high-pressure contrast injection equipment with the sofia 88 catheter as it may damage the device. Do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. F. Go to step 7 for navigation through the intracranial vasculatures. Otherwise, proceed to step 8. 7. Navigation through the intracranial vasculature c. Under fluoroscopic guidance, advance or withdraw the sofia 88 catheter over the compatible catheter and the guidewire until desired position is attained. Select vessels by slowly torquing the sofia 88 catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia 88 catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, compatible catheter, and guidewire) if the device is severely kinked. Warning: do not use automated high-pressure contrast injection equipment with the sofia 88 catheter as it may damage the device. Do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. 8. Slowly remove the compatible catheter or guidewire if necessary. Make sure that continuous perfusion of heparinized saline is maintained through the sidearm of the rhv. Note: the compatible catheter used to navigate the sofia 88 catheter may be kept for the rest of procedure. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the sofia catheter didn't go up past the ophthalmic despite a guidewire in the m3. So they added a glide wire just before the tip of sofia in parallel. There was a lot of pulling and finally it made it to mca. When applied suction and removed microwire, the sofia jumped and sucked right on the mca bifurcation. It was a short m1. So, a small tear in mca bifurcation caused bleed. A balloon used to tamponade and bleeding was stopped. The patient was reported to be stable, no changes.